Manufacturer narrative:
A thorough investigation was performed to assess the reported issue. The engineering team evaluated the returned transducer and did not observe any housing separation at the lens. It was determined that the size of the x8-2t transducer window seam at the lens tip does not represent a failure and does not present a risk to the ability to disinfect the transducer. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported that the plastic housing surrounding the lens of the transesophageal x8-2t transducer began to separate, exposing the lens mount. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during sterile processing, and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.